Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the connecting tube could not be connected due to the coming apart of the lock lever by external stress. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿9 preparation and inspection move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device manufacturer date: the device was manufactured in november 2020 based on the three-digit lot number. The specific date could not be determined with that information. The device was returned to olympus and the customer¿s complaint was confirmed, the connecting tube cannot be connected to the channel connector in the reprocessing basin. Inspection and testing observed that one side of the metal clip and grey lock lever was detached and missing. The missing/detached metal clip and lock lever was not returned for evaluation. During inspection and testing the following was also found: 1 clip was missing, white spots on the tube, scratches and nicks on the metal connector, scratches on the tube, scratches on the blue plastic connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during reprocessing they observed that the connecting tube was breaking and could not be connected to the channel connector in the reprocessing basin. There were no reports of patient harm associated with this event.